Manufacturer narrative:
There is no additional information available at this time. Should any further information become available, this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead was repaired a year ago due to damage that occurred to the insulation during a device replacement procedure. Today, impedances are now greater than 2000 ohms and thresholds have increased. The patient has been scheduled for an lv lead replacement procedure. No adverse patient effects were experienced as a result from no bi-ventricular pacing, however since the impedances increased, the patient has felt more fatigue, tired and decreased energy.